Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a performance decrement resulting, in (B)(6) 2010 (date not reported), in the decision to discontinue use of the device. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4).